Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. Resmed was informed that the non-return valve (nrv) assembly was replaced. Attempts were made to obtain additional information. No information beyond this is available at the moment, therefore resmed is unable to confirm the alleged malfunction. (B)(4).

Event description:
It was reported to resmed that an astral device malfunctioned. There was no patient harm or serious injury reported as a result of this incident.